Event description:
It was reported that patient suffered from inflammation and disocclusion of the healing abutment for 1 month after placement. 27 feb 2026 clarification: doctor indicated that disocclusion meaning loosening of the abutment.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) teeha445, (tsv® bellatek® encode® emergence healing abutment 4.5mm(d) 4.5mm(p) 5mm(h)) for evaluation. Visual evaluation and a functional test were performed, the abutment has signs of use, with marking from use and removal. The abutment screw threaded into the returned implant (tsvwb8) as intended. Unable to confirm loosening with all the available information. Measurements match drawing. DHR review was completed for the subject lot number 1289212. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1289212 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: loosening¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw wasn¿t torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. The screw threaded into in-house implant as intended. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.